Manufacturer narrative:
Quality safety evaluation received on 01-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this not medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding. These events are listed in the reference safety information for essure. Changes in menstrual pattern and genital bleeding, including unscheduled and heavy bleeding may occur within consumers under essure use. Abdominal pain is also a common occurrence under consumers. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, these both events were assessed as related to essure use. This case was regarded as incident since an intervention will be required (surgical removal of essure). Other nonserious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected through litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. In fact, plaintiffs chronic essure-related pain has become so severe that plaintiff is now prescribed hydrocodone as treatment. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Since undergoing the essure procedure plaintiff has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff has since been taking prescription medication in order to manage her severe pain. Company causality comment: this not medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding. These events are listed in the reference safety information for essure. Changes in menstrual pattern and genital bleeding, including unscheduled and heavy bleeding may occur within consumers under essure use. Abdominal pain is also a common occurrence under consumers. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, these both events were assessed as related to essure use. This case was regarded as incident since an intervention will be required (surgical removal of essure). Other nonserious events were reported. Product technical analysis is being sought. No active follow-up is allowed and further information is expected through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), genital haemorrhage ('heavy bleeding') and neck pain ('neck pain') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical discectomy in (B)(6) 2015, incisional drainage in 2007, multigravida, parity 3 ((B)(6) 1988, (B)(6) 1990, (B)(6) 2010), psychological disorder nos and abscess. On (B)(6) 2011, hsg was performed. Previously administered products included for an unreported indication: depo provera from july 2010 to january 2011. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), neck pain (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), pelvic pain ("pelvis pain") and anxiety ("anxiety"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced hidradenitis ("hidradenitis suppurativa flares"), 2 months 12 days after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anger ("anger"), pain ("pain-various places on my body"), abscess ("multiple abscesses") and stenosis ("stenosis"). The patient was treated with hydrocodone, naproxen, sulfamethoxazole;trimethoprim (bactrim), vancomycin, I and d and surgery. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, neck pain, dysmenorrhoea, depression, back pain, fatigue, weight fluctuation, dyspareunia, migraine, pelvic pain, anxiety, anger, hidradenitis, pain, abscess and stenosis outcome was unknown. The reporter considered abdominal pain, abscess, anger, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hidradenitis, migraine, neck pain, pain, pelvic pain, stenosis and weight fluctuation to be related to essure. The reporter commented: her chronic essure related pain has become so severe that she was prescribed hydrocodone as treatment. She has since been taking prescription medication in order to manage her severe pain. As per medical records surgery was done as anterior cervical discectomy and fusion for neck pain. Current weight: 176 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received: events: multiple abscesses and stenosis were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), genital haemorrhage ('heavy bleeding') and neck pain ('neck pain') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical discectomy in (B)(6) 2015, incisional drainage in 2007, multigravida, parity 3 ((B)(6) 1988, (B)(6) 1990, (B)(6) 2010), psychological disorder nos, abscess, uterine fibroids, cervicitis and endosalpingiosis. On 2011, hsg was performed. Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), neck pain (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), pelvic pain ("pelvis pain") and anxiety ("anxiety"). On (B)(6) 2011, the patient experienced hidradenitis ("hidradenitis suppurativa flares"), 2 months 12 days after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anger ("anger"), pain ("pain-various places on my body"), abscess ("multiple abscesses") and stenosis ("stenosis"). The patient was treated with hydrocodone, naproxen, sulfamethoxazole;trimethoprim (bactrim), vancomycin, I and d and surgery. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, neck pain, dysmenorrhoea, depression, back pain, fatigue, weight fluctuation, dyspareunia, migraine, pelvic pain, anxiety, anger, hidradenitis, pain, abscess and stenosis outcome was unknown. The reporter considered abdominal pain, abscess, anger, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hidradenitis, migraine, neck pain, pain, pelvic pain, stenosis and weight fluctuation to be related to essure. The reporter commented: her chronic essure related pain has become so severe that she was prescribed hydrocodone as treatment. She has since been taking prescription medication in order to manage her severe pain. As per medical records surgery was done as anterior cervical discectomy and fusion for neck pain. Current weight: 176. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2022: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hidradenitis suppurativa in 2011, cervical discectomy in (B)(6) 2015, multigravida, parity 3 ((B)(6) 1988, (B)(6) 1990, (B)(6) 2010), incisional drainage in 2007 and psychological disorder nos. Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), neck pain ("neck pain"), pelvic pain ("pelvis pain") and anxiety ("anxiety"). The patient was treated with hydrocodone, co-trimoxazole (bactrim), vancomycin and naproxen. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, depression, back pain, fatigue, weight fluctuation, dyspareunia, migraine, neck pain, pelvic pain and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, neck pain, pelvic pain and weight fluctuation to be related to essure. The reporter commented: her chronic essure related pain has become so severe that she was prescribed hydrocodone as treatment. She has since been taking prescription medication in order to manage her severe pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-nov-2017: case correction. After a company internal review seriousness criteria amended. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding") and neck pain ("neck pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hidradenitis suppurativa in 2011, cervical discectomy in (B)(6) 2015, multigravida, parity 3 ((B)(6) 1988, (B)(6) 1990, (B)(6) 2010), incisional drainage in 2007 and psychological disorder nos. Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2011. In 2010, 132 days before insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neck pain (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), pelvic pain ("pelvis pain") and anxiety ("anxiety"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced anger ("anger"). The patient was treated with hydrocodone, co-trimoxazole (bactrim), vancomycin, naproxen and surgery. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, neck pain, dysmenorrhoea, depression, back pain, fatigue, weight fluctuation, dyspareunia, migraine, pelvic pain, anxiety and anger outcome was unknown. The reporter considered abdominal pain, anger, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, neck pain, pelvic pain and weight fluctuation to be related to essure. The reporter commented: her chronic essure related pain has become so severe that she was prescribed hydrocodone as treatment. She has since been taking prescription medication in order to manage her severe pain. As per medical records surgery was done as anterior cervical discectomy and fusion for neck pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-dec-2017: event anger added, neck pain marked medically significant. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding") and neck pain ("neck pain") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical discectomy in (B)(6) 2015, multigravida, parity 3 ((B)(6) 1988, (B)(6) t1990, (B)(6) 2010), incisional drainage in 2007, psychological disorder nos and abscess. Previously administered products included for an unreported indication: depo provera from july 2010 to january 2011. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), neck pain (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), pelvic pain ("pelvis pain") and anxiety ("anxiety"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 2 months 12 days after insertion of essure, the patient experienced hidradenitis ("hidradenitis suppurativa"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anger ("anger") and pain ("pain-various places on my body"). The patient was treated with hydrocodone, co-trimoxazole (bactrim), vancomycin, naproxen, surgery and surgery. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, neck pain, dysmenorrhoea, depression, back pain, fatigue, weight fluctuation, dyspareunia, migraine, pelvic pain, anxiety, anger, hidradenitis and pain outcome was unknown. The reporter considered abdominal pain, anger, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hidradenitis, migraine, neck pain, pain, pelvic pain and weight fluctuation to be related to essure. The reporter commented: her chronic essure related pain has become so severe that she was prescribed hydrocodone as treatment. She has since been taking prescription medication in order to manage her severe pain. As per medical records surgery was done as anterior cervical discectomy and fusion for neck pain. Diagnostic results: on (B)(6) 2011, hsg was performed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jul-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Event hidradenitis suppurativa,and pain-various places on my body were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs